Event description:
It was reported that the home patient (hp) had a system error 2267 on the homechoice (hc) during drain 2 of 5, while the hp was connected. The hp disconnected from the hc during drain 2 and then reconnected but did not open the clamp on the transfer set prior to continuing the therapy. The hp cycle the power on the hc to end the therapy. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.